Event description:
The core impaction drill was sent for service and it overheated during performance testing. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage within the internal components was identified as the probable cause of the device overheating. Corrosion of the device damage can lead to overheating as a result of increased friction between the moving components.